Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac branch stent graft was implanted in a patient for the endovascular treatment of a 44.5 mm abdominal aortic aneurysm. A non-medtronic stent graft system was also implanted. It was reported that once the stent graft system had been implanted and the stent graft limbs had been ballooned, a type iiib endoleak was observed. The physician ballooned the stent graft several times and also clamped the aorta but the endoleak persisted. The event was resolved by relining the endurant stent graft limb with another endurant. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact type and cause of the endoleak seen during implant could not be determined from the films provided. Images during deployment of the stent grafts were not available for return, no endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other endoleak sources was seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Angiograms returned after the devices had been implanted revealed that an endurant limb on the right side had been implanted into the gate of the excluder bifurcate. The endurant right limb was positioned from near the level of the flow divider and extending distally ~5cm below the gate. Another manufacturer¿s limb had also been implanted distal to the endurant limb extending into the right iliac. Contrast injection from the just above the flow divider showed contrast blush likely coming from the right endurant limb; ~10mm below the level of the gate. This endoleak source appeared to be near the area of the limb which contained a single layer of fabric between the gate and the overlapping other manufacture¿s distal limb extension. After relining the limb with another endurant limb of the same length, a repeat contrast injection showed likely resolution of the previously seen endoleak. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.